Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. If not addressed, the lvad will not be able to provide the intended flow. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
B3: event date has been estimated. B5: additional event information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
The patients' symptoms began to worsen around (B)(6) 2022 and they consulted with a valve clinic on (B)(6) 2023. The patient underwent the tavr on (B)(6) 2023. It was unknown if the lvad therapy worsened the aortic insufficiency.

Event description:
It was reported that the patient's past medical history included a transcatheter aortic valve replacement (tavr) post heartmate 3 left ventricular assist device placement. Per the patient's implant note, their pre-operative echocardiogram showed trace aortic insufficiency. Historically related MFR related MFR- 2916596-2024-52543.

Manufacturer narrative:
B3- the event date is estimated. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.